Event description:
It was reported that upon advancing the pixel stent delivery system (sds) the stent dislodged before the lesion. The stent was retrieved using a snare device without. A second pixel sds was advanced and again the stent dislodged before the lesion. A balloon catheter was advanced to retrieve the second stent. The physician was unable to cross the lesion because of very heavy calcification and he felt this was the cause of both stents dislodging. There were no effects reported.